Manufacturer narrative:
Product not returned due to pt contact; no other units from this lot were tested; this lot has(B)(4) functional complaints, mostly for stopped working; the lot overall has a (B)(4)complaint rate; there is no significant complaint trend; DHR's were reviewed - there is no info to suggest this lot would have a higher amount of problems than a lot with a low percentage.

Event description:
Stopped working.